Event description:
The customer contacted stryker to report that their device had made an inappropriate "shock advised" determination during an intervention. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no harm to the patient as a result of the reported event.

Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was not able to verify and duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A scientific review was performed and no device malfunction could be detected.

Event description:
The customer contacted stryker to report that their device had made an inappropriate "shock advised" determination during an intervention. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no harm to the patient as a result of the reported event.